Event description:
Additional information: at one time the hospital had information showing that the pump was ¿not working.¿ the pump was reported to be radioactive because of the testing that was done. The study showed no movement of the fluid. The cause of the problem and type of testing done were unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported a ¿nuclear study was performed and nothing came out in three days.¿

Event description:
The patient reported that their pump lasted two months. The cause was unknown. The pump was delivering sufentanil and lioresal. Additional information has been requested, but was not available at the time of this report.